Manufacturer narrative:
Product analysis: evaluation of the device determined that tool received broken near beginning of flutes and fracture face was rough and relatively perpendicular to the stem. The suspected root cause was identified as the tool was likely bent to the side during cutting or while stationary in the bone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis: device returned to manufacturer. Device evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during brain tumorectomy procedure, the tip was damaged when the hole was opened. It was reported that there was no health damage to the patient, no intervention and no procedural extension due to the event.